Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is unknown which lead and extension were causing the issue, so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2019-04614. Related manufacturer reference number: 1627487-2019-13169. Related manufacturer reference number: 1627487-2019-13171. It was reported that the patient was experiencing discomfort at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2019 to resolve the issue. During the procedure, it was discovered that the leads had slightly migrated (related manufacturer reference number: 3006705815-2019-04610). As a result, one lead was re-positioned and one lead was replaced to resolve the issue. While revising the leads, the physician fractured one of the patient's extensions as well, requiring the extension to be replaced. Therapy was restored following the procedure.